Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, tissue science laboratories. Therefore, no investigation will be required by bard. This supplemental is being submitted based on a request dated 03jun2025. This record is follow-up (2) for record 1018233-2012-00850. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced ¿constant bleeding since first surgery and pain due to mesh erosion¿, ¿urgency, pelvic pain, frequency, discomfort upon urination, bladder spasms, and embarrassment¿, ¿current bleeding, extreme pelvic pain, can't stand for long periods of time, constant pressure and sharp pain¿, ¿tire(s) very easily, (and is) unable to do household chores including cleaning, standing or anything physical, abdomen and vaginal areas very tender, and no sexual activity due to pain¿, and ¿cystocele, rectocele, recurrent vaginal pain, urinary incontinence, uterine prolapse, and vaginal vault prolapse¿. On (B)(6) 2008, the patient underwent removal of pelvic mesh products.

Event description:
Complaint # (B)(4) per additional information received, the patient has experienced "constant bleeding since first surgery and pain due to mesh erosion, "urgency, pelvic pain, frequency. Discomfort upon urination, bladder spasms. And embarrassment". "Current bleeding, extreme pelvic pain, can't stand for long periods of time, constant pressure and sharp pain", "tire(s) very easily. (And is) unable to do household chores including cleaning, standing or anything physical. Abdomen and vaginal areas very tender, and no sexual activity due to pain", and "cystocele, rectocele, recurrent vaginal pain, urinary incontinence, uterine prolapse, and vaginal vault prolapse". On (B)(6) 2008. The patient underwent removal of pelvic mesh products.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced ¿constant bleeding since first surgery and pain due to mesh erosion¿, ¿urgency, pelvic pain, frequency, discomfort upon urination, bladder spasms, and embarrassment¿, ¿current bleeding, extreme pelvic pain, can't stand for long periods of time, constant pressure and sharp pain¿, ¿tire(s) very easily, (and is) unable to do household chores including cleaning, standing or anything physical, abdomen and vaginal areas very tender, and no sexual activity due to pain¿, and ¿cystocele, rectocele, recurrent vaginal pain, urinary incontinence, uterine prolapse, and vaginal vault prolapse¿. On (B)(6) 2008, the patient underwent removal of pelvic mesh products.

Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, tissue science laboratories. Therefore, no investigation will be required by bard. This supplemental is being submitted based on a request dated 03jun2025. This record is follow-up (1) for record 1018233-2012-00850. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.